Event description:
New information noted that the right ventricular lead was capped and replaced 08 oct 2020. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high capture threshold and high pacing impedance. No intervention was performed. The patient experienced no consequences.